Event description:
The customer reported the ventilator restarted and alarmed while in use on a patient. The customer reported there was no patient harm. The respironics service technician reported he was unable to duplicate the customer reported problem but confirmed there was a diagnostic code in the ventilator log history that indicated a +24 volt failure. The service technician replaced the power supply and the backup battery to correct the problem. Performance verification testing was performed and passed per operating specification. Factory failure analysis confirmed the reported event was a result of no output voltage from the backup battery due to an open fuse.